Manufacturer narrative:
Evaluated one opened/used enlite sensor and found needle separated from sensor base. We were unable to confirm customer received sensor in said condition due to customer returning sensor opened/used. The complaint was against serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 46 mg/dl. Customer stated they were feeling fine from their low. Customer also reproted the sensor needle was stuck in the inserter during insertion. The customer was unable to insert the sensor as a result. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.